Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The chronic totally occluded target lesion was located in the moderately tortuous mid right coronary artery (rca). After a guide catheter was engaged into the rca, a guide wire crossed the lesion. Following suction of thrombus, predilation was performed using a semi compliant balloon catheter. A 16 x 3.00mm promus premier¿ stent delivery system (sds) was advanced but it failed to cross the lesion. The device was removed from the patient and it was noticed that the distal part of the stent was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was good.